Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided b5 section of this report.

Event description:
Customer reported 4 separate incidents (3 separate hospitalization incidents/1 damaged pump incident). On (B)(6) 2021, customer was hospitalized for high blood glucose. Customer was feeling sick/unwell and had flu-like symptoms. Customer had a heart attack. Diabetic ketoacidosis was never confirmed nor treated by the hospital. Customer was treated with insulin drip and had a heart surgery. On (B)(6) 2021, customer was hospitalized for high blood glucose of 400mg/dl. Customer was feeling sick/unwell and had flu-like symptoms. Customer had diabetic ketoacidosis and was treated with insulin drip. On (B)(6) 2021, insulin pump was dropped, which resulted in the retainer ring cracking/falling off the pump but customer confirmed that the reservoir was still able to properly lock in place into the pump. Customer had high blood glucose and related it to the reported pump damage. On (B)(6) 2021, customer was hospitalized at for high blood glucose of 966 mg/dl. Customer was feeling sick/unwell, had flu-like symptoms and was in a coma. Customer had diabetic ketoacidosis. Customer was treated with insulin drip. Customer was alleging under delivery since she felt the pump was no longer functioning properly after it was dropped. The insulin pump was used at the time of each incident. Per customer, auto mode was not used for any of the incidents. It is unknown if sensor was used.

Manufacturer narrative:
On (B)(6) 2021 and customer alleged was hospitalized for high bgs and cracks on the insulin pump reservoir compartment and damage on the retainer. Thus and carelink software was utilized and downloaded trace/history files properly. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The following were noted during visual inspection: cracked select button keypad overlay, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and cracked battery tube threads. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specific range during testing (21.2 milivolts). The motor was tested outside of the device on the next generation stb3 and passed. In summary, customer allegation for cosmetic damage was confirmed during visual inspection for cracks the reservoir compartment and damage on the retainer was confirmed. Unable to verify customer complaint for high bgs. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(6) 2021 and customer alleged was hospitalized for high blood glucose and cracks on the pump reservoir compartment and damage on the retainer. Thus and carelink software was utilized and downloaded trace/history files properly. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The following were noted during visual inspection: cracked select button keypad overlay, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and cracked battery tube threads. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specific range during testing (21.2 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. In summary, customer allegation for cosmetic damage was confirmed during visual inspection for cracks the reservoir compartment and damage on the retainer was confirmed. Unable to verify customer complaint for high blood glucose. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of incident was 996 mg/dl. Customer was unconscious. Customer was treated with intravenous insulin. Customer was using insulin pump within 48 hours of reporting high blood glucose event. It was unknown if the insulin pump was on auto mode. Customer also reported that the insulin pump had cracked retainer ring and the reservoir was able to lock in place. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.